Manufacturer narrative:
Philips service recalibrated the bodyguard sensors and restored geometry movement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the c-arm was stuck due to collision with the x-ray tube on a integris allura 9 biplane. The clinical use of the system was in use. There was no reported patient or user harm.